Event description:
Device 2 of 2. Reference MFR. Report #1627487-2015-06236.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2015-06236.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was not confirmed. As received, the two (3186) octrode leads were returned in two segments that were consistent with explant damage. As the leads were returned cut, they could not be fully analyzed. Functional testing of the terminal segments was performed by measuring continuity between the electrodes and the end of the corresponding cut wires. Continuity testing for the lead did not reveal any electrical opens, and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.